Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: dislodgement with no reported intervention.

Event description:
Boston scientific received info that right atrial (ra) pacing did not seem to match up with p-waves. Ra lead dislodgement was suspected. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated. The type of intervention performed, if any, is unk.